Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that after primary thr, patient presented a fracture and a revision surgery was performed to explant the echelon cemented femoral component sz 14,225mm. Device was replaced with an implant from a competitor. The outcome of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, a revision to a competitor component was performed due to patient "had a fracture"; however, the requested medical documentation and/or detailed information has not been provided for assessment as of the date of this review. Based on the limited information provided, the root cause and/or patient outcome could not be confirmed nor concluded. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-opened for further evaluation. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.